Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.

Event description:
It was reported that the pt was female and was not doing well during bypass surgery. The doctor attempted to place a 40 cc fiberoptix intra-aortic balloon (iab), then zeroed it. However , he complained that the spring wire guide (swg) was too "flimsy" and as a result, the balloon did not deploy. He had to get a second iab, zeroed that one and was able to get the balloon placed.